Event description:
It was reported that syringe 50ml ll precise had foreign matter. The following information was provided by the initial reporter: brown residue in the syringe.

Manufacturer narrative:
H6: investigation summary bd received the sample from the customer's facility for investigation. The samples was evaluated and the customer's indicated failure mode of foreign matter was observed. Based on the ftir results, the type of foreign matter could not be identified but it showed few peaks similar to that of syringe material, polypropylene. Probable cause of embedded foreign matter could be a result of degraded polypropylene in an aging hydraulic press, cleaning of the injection screw of the molding machine. A device history review was conducted for lot number 0233477 the batch was manufactured on syringe assembly 50ml in sep-2020. No similar defect found during in-process inspection and qa outgoing inspection. No quality notification was raised on past 12 months on similar non-conformance. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll precise had foreign matter. The following information was provided by the initial reporter: brown residue in the syringe.